Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing on this left ventricular (lv) channel. The health care professional (hcp) called in querying about an extra signal on the lv lead. Technical services (ts) reviewed and recommended device programming options and to check on lv lead. Ts also suggested to consider lead revision. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. No serial or lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of the device.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing on this left ventricular (lv) channel. The health care professional (hcp) called in querying about an extra signal on the lv lead. Technical services (ts) reviewed and recommended device programming options and to check on lv lead. Ts also suggested to consider lead revision. This lv lead remains in service. No adverse patient effects were reported.